Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the hospital called to inquire about the system used for this case as they could not get the details from their data, by providing patient details, data was retrieved from sap. Per the hospital, the patient has a nonunion and as a result, the implant broken. The patient will have a revision surgery in india. No further details can be provided. This complaint involves (3) devices. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.